Manufacturer narrative:
Device evaluation: the product was returned for evaluation. Customer report of pannus was confirmed. Report of regurgitation could not be confirmed through visual observations. The x-ray demonstrated the wireform to remain intact. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 9mm on leaflet 3 at the outflow aspect. Host tissue fused the leaflets near all three commissures by approximately 4mm near commissures 1 and 3, and 5mm near commissure 2. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 3 at the inflow aspect. Host tissue on the stent circumference was moderate at the outflow and minimal at the inflow aspect. Host tissue restricted leaflet mobility and led to stenosis. Subvalvular apparatus was observed at the outflow aspect near all three leaflets. Thrombosis was observed on the outflow aspect of leaflet 2. Additional manufacturer narrative: updated concomitant medical products, device evaluated by MFR, and adverse event problem.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional manufacturer narrative: an observational evaluation was performed on the returned valve. There is extensive tissue burning residuals/marks on inflow and outflow sewing ring areas that appear to be resulted from tissue cauterizer during the valve explant. There is severe host fibrous (pannus) tissue growth on the outflow side of the valve. The pannus tissue apparently originated from preserved native mitral valvular and subvalvular apparatus (i.e. Chordae) which are still attached to the valve. The leaflet tissue is fused at all three commissures by the pannus growth from outflow (ventricular) aspect. Leaflet retraction at the free edge was also observed on all three leaflets. The pannus tissue encroached onto the outflow surface of all three leaflets from outflow perspective. The host tissue growth on the inflow (atrial) side is mild and mostly on the valve frame and sewing ring areas. Hematoma was noted on the outflow side of leaflets 2 and 3. X-ray imaging demonstrated that the valve wireform and stiffener band are intact. No appreciable tissue calcification was detected by radiography on any of the leaflets. These findings suggest that the severe pannus growth is the primary cause of the reported mitral regurgitation. Host fibrotic tissue (pannus) growth is considered a part of the local host response to the initial tissue injury during surgery and as well as an ongoing response to the implanted device. The process usually results from acute and chronic inflammation, which can be triggered by trauma, a foreign body reaction, infection, or other immune responses to the implant. In this particular case, the pannus growth observed on the valve appears to be originate from the preserved valvular/subvalvular apparatus.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was unable to be reviewed as the device serial number was not provided. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a nonthrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. A definitive root cause could not be determined; however, it is likely that patient related factors contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that this bioprosthetic valve, implanted approximately one (1) year, was explanted due to mitral regurgitation secondary to pannus. This valve was explanted and replaced with a non-edwards valve and the patient expired afterward due to left ventricle rupture.